Event description:
It was reported the patients blood glucose level rose to 415 mg/dl while wearing the pod between 24 and 36 hours.

Manufacturer narrative:
A leak was observed on the unexposed portion of the cannula. The damaged cannula is confirmed to have caused improper delivery of insulin. The pod was received with no evidence of blood on the device. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. Cracks were found on the outer housing. It could not be determined when or how these cracks occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality.